Manufacturer narrative:
The device was returned for analysis. The reported device dislodged or dislocated was confirmed. The reported difficulty to advance could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to circumstances of the procedure. It is likely the device interacted with the introducer sheath during advancement may have contributed to the reported difficulty to advance and subsequent stent dislodgement and observed material deformation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9: correction device available for evaluation: updated from no to yes

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the iliac artery. The omnilink elite stent delivery system (sds) was difficult to push into the 6fr sheath and the stent dislodged from the delivery system. A catcher was used to grab the stent and another device was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.